Event description:
Healthcare professional reported right side "capsular contracture baker grade iii." "In the right breast an oval, hypoechoic image is identified, with regular borders, which is larger in relation to fibroadenoma." Which is not device related. "In the right breast implant there is a lack of continuity at the edge of the implant of approximately 2mm in its major axis together with an oval, anechoic image in relation to a liquid collection (very probably seroma" "right breast implant with ultrasound data suggestive of rupture, in conjunction with probable seroma." The device still remains implanted

Manufacturer narrative:
Initial reporter name and address: mobile number: (B)(6). Initial reporter zipcode: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, seroma- late and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, rupture, seroma late and lymphadenopathy.